Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because line through display was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). A labeling review was not conducted as no use error was indicated or suspected in the complaint record. No labeling deficiencies or errors were alleged. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
During a patient call regarding an unrelated alarm, the patient indicated that he experienced severe abdominal pain whilst connected to an unknown hc cassette (product code and lot number unknown) and homechoice device. The patient stated he did not do therapy the previous day due to severe pain in the abdomen. The patient stated there was fibrin in the patient line. The patient called the nurse who advised to bring a sample to the hospital the following day. No information on disposables/solutions used is available. It was indicated the homechoice device was operational. Additional information received on (B)(6) 2010: the patient was contacted and he confirmed that he experienced an episode of peritonitis for which he received a two week course of antibiotics. Additional information received through pharmacogivilance on (B)(6) 2010 is as follows: the patient called the unit on monday ((B)(6) 2010) in the late afternoon with abdominal pain and fibrin. The peritoneal dialysis (pd) unit was closing for the day and he was advised to go to the emergency room, but he elected not to. The patient presented at the pd unit on tuesday morning ((B)(6) 2010) and a culture taken showed peritonitis with e.coli. The patient was treated with intraperitoneal (ip) antibiotics (ciprofloxacin) and was also given an oral course to complete. The nurse did not think there was any problem with the position of the patient's catheter and did not attribute the peritonitis to any baxter products (the fluid the patient was receiving was dianeal pd4 1.36%). When asked what the cause of the patient's peritonitis might be, the nurse said that the patient told her that he had developed an upset stomach and had diarrhea after eating "a dodgy piece of chicken" and she thought this was likely to be the cause. The hospital unit does not have any samples for evaluation. No further information is available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.